Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or novolog . Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 322 mg/dl. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support educated customer fiasp is off label per the user guide. Customer cleared the alarm and reported that the pump supplies would be changed.